Event description:
The customer reported that a usable fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was evaluated and the collimator leaves and drive motor were secured. The collimator was also calibrated. The system was tested and found to be working as intended and returned to service.